Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured increasing shock impedance through the associated transvenouse defibrillation lead, reaching an out-of-range measurement of >125 ohms.